Event description:
It was reported that the patient had a cat scan with contrast 6 days ago. After it felt like it was burning them inside out and once the dye hit their body, the whole body felt like it was on fire. The patient wanted to know if the dye could have affected the stimulator. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va07a6g, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).